Event description:
In 2007, the pt was implanted with three gore tag thoracic endoprostheses to treat a 6 cm fusiform descending thoracic aortic aneurysm. The pt tolerated the procedure. The following month, a reintervention occurred to repair a persistent type-1 endoleak. An additional gore tag thoracic endoprosthesis was placed at the distal end of the previously placed stent graft, and the endoleak was resolved.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As stated in the gore tag thoracic endoprosthesis instructions for use, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for pts experiencing enlarging aneurysms and / or endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture. Additional devices related to this event: tg3115 and tg3115. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.